Manufacturer narrative:
(B)(4). The patients discard the samples after each therapy, therefore no sample was returned for evaluation.

Manufacturer narrative:
(B)(4). Upon further review of the complaint baxter has determined that this report is a duplicate of manufacturer report number (B)(4).